Manufacturer narrative:
The t:slim g4 pump user guide states that the t:slim g4 pump should be taken off and removed from the procedure room during an x-ray, computed tomography (CT) scan, magnetic resonance imaging (MRI), positron emission tomography (pet) scan or other exposure to radiation. In addition, do not expose your pump, transmitter, or sensor to pacemaker/automatic implantable cardioverter defibrillator (aicd) placement or reprogramming, cardiac catheterization, or nuclear stress test. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. Reportedly, the customer had the pump in the same room as them when they received an x-ray earlier in the day. Contact reported that the customer experienced a blood glucose level of 330 (mg/dl) that was addressed with an insulin injection. It was indicated that the customer had manual injections available for alternate insulin therapy.